Manufacturer narrative:
On 11/21/2019, mentor became aware that the patient had undergone unilateral removal and replacement with a (right) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9374310 sn: (B)(4). On 11/25/2019, the mentor failure analysis lab has received the device for evaluation. On 12/13/2019, the product investigation was completed. Device investigation summary: the device was visually inspected and a crease was observed in the anterior aspect. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 7611920 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 300cc mentor memorygel breast implant on the right side, suffered capsular contracture; baker grade IV, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.